Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check te) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a cut pulse wire in the cable that connects ECG "a" and the front te. The cut cable caused a short between the bare wire and the dn pca. The root cause for the cut wire was physical abuse no adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" messages and "adjust belt" messages.